Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to exhibiting sensing issues and low amplitude on all vectors. During the surgery, this electrode was attempted to be explanted, however, the electrode became stuck between the xiphoid and device pocket. When it was being pulled the electrode snapped inside the patient, leaving the coil section inside. This was confirmed through x-rays. It is suspected that the electrode tunneled between the ribs and is stuck near the lung. A computed tomography (CT) exam is being planned for the near future along an additional surgery in order to remove the remains if the electrode. No further adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system was explanted due to exhibiting sensing issues and low amplitude on all vectors. During the surgery, this electrode was attempted to be explanted, however, the electrode became stuck between the xiphoid and device pocket. When it was being pulled the electrode snapped inside the patient, leaving the coil section inside. This was confirmed through x-rays. It is suspected that the electrode tunneled between the ribs and is stuck near the lung. A computed tomography (CT) exam is being planned for the near future along an additional surgery in order to remove the remains if the electrode. No further adverse patient effects were reported. New information was received indicating that the electrode was completely surgically explanted and disposed of at the facility. A different manufacturer device and lead where implanted. No additional information is available.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. D6b: explant date. G2: report source (other). H6: impact codes.